Event description:
It was reported that when using the bd pyxis medstation system, the user did restarted the station but showed the blank screen with required for password. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device showed the blank screen with required for password. A technical support specialist dialed to station, checked the services and datasync logs, confirmed that the station worked fine without any issue. The system functioned as intended after the technical support specialist troubleshooted the device.